Event description:
It was initially reported that the patient was scheduled for generator and lead replacement due to an unknown reason. Pre-operatively on (B)(6) 2016, high lead impedance was obtained on diagnostic testing. As a result, the lead was replaced. The generator was replaced prophylactically due to desire of the new model 106 generator. It was reported that there was nothing unusual with the lead observed during surgery. It was reported that no x-rays were performed prior to surgery. The explanted products have not been received by the manufacturer for analysis to date. No additional relevant information has been received to date.

Event description:
The generator and lead were received for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #2 inadvertently did not report this information. Evaluation codes, corrected data: the supplemental report #2 inadvertently did not report this information.

Event description:
Based on the lead analysis results, there was only one set of setscrew marks being seen on the connector pin which provides evidence that the high impedance was not caused by incomplete pin insertion. Additionally, the generator was ruled out as a cause. As a result, the high impedance was likely caused by a lead fracture.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #2 inadvertently did not report this information.

Event description:
The lead assembly has dried remnants of what appear to have once been body fluids inside the inner abraded silicone tubing.

Event description:
Analysis was completed on the explanted products. Analysis of the lead identified that the inner silicone tubing of the negative coil is abraded open past the electrode bifurcation. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. Review of the internal data downloaded from the generator shows an indication of post explant increased impedance; the pre-change impedance value was 1804 ohms, and the post-change impedance value was 17442 ohms, with the time of change detection (B)(6) 2016 (explant (B)(6) 2016). The manufacturer's programming database shows that the last known diagnostic test that was performed on (B)(6) 2015 with an impedance value of 1789 ohms. The generator battery shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.